Manufacturer narrative:
Eval summary: a review of the packaging label setup sheet found that the contents of the labeling is confirming to design specification and specifies the correct expiration date for the product. It can not be determined with certainty as to why the surgeon decided to implant the expired product. Eval: results/conclusion: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened zimmer. Inc. Considers the investigation closed.

Event description:
It is reported that the pt was having a total knee arthroplasty in 2008, and during the surgery the sales rep noticed that the articular surface was expired. He then called the office to have another one rushed over. The sales rep notified that it would take 20 to 30 mins to have another articular surface delivered. The surgeon asked when the implanted expired and was notified 2008. The surgeon decided to proceed with the surgery and implanted the expired product.